Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator (crt-d) did exhibit three consecutive beats with no capture. The patient was noted as asymptomatic. Lead measurements were all confirmed to be within normal limits. The patient had come in to the hospital after receiving an appropriate shock. The boston scientific local area sales representative was checking the device in the hospital which is when the loss of capture and missed beats were observed. A delay between the surface ECG and intracardiac egms had occurred and the rep could not locate any episode information at first, which was the result of the date and time having been set incorrectly in the programmer. The local area sales representative subsequently confirmed that this patient had complete heart block and exhibited the loc associated to the threshold test being performed at the same time the representative was performing the other testing. Ultimately, the device was confirmed to be operating normally, despite the initial data being different than expected.